Manufacturer narrative:
Date of birth: patient is 18 years or older.

Event description:
It was reported that the device became stuck on the guidewire. A 1.85mm jetstream sc was selected for use in a right leg angioplasty procedure. The target lesion was in the superficial femoral artery (sfa). During the procedure, the jetstream catheter became stuck on a .014 non-boston scientific guidewire in the sfa. The jetstream would still operate in 3 functions [rotations/aspiration/infusion] but would no longer move. Eventually, they were able to get the wire out. However, they could not get a new non-boston scientific guidewire back in and the entire system had to be removed. The patient did not experience any adverse events. A second device was opened, and the procedure was able to be completed.